Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed, the investigation is currently underway.

Event description:
It was reported that during deployment of a vena cava filter, the last two legs remained inside the deployment sheath and the filter was partially deployed. The filter deployment was completed with add'l manipulation of the filter; however, the filter became tilted in the ivc. There is no reported pt injury.